Manufacturer narrative:
(B)(4). The stent remains in the patient. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with angina and an angiogram revealed a 90% stenosis in the ostial left anterior descending artery (lad). Pre-dilatation of the vessel was performed using an unspecified 2.0 x 8 mm semi-complaint balloon. Then stenting via a radial approach was performed with a xience v 2.75 x 18 mm at 16 atmospheres (atm). Fluoroscopy after stenting showed a dissection at the proximal end of the stent. The dissection was covered using another xience v stent. There was no adverse patient sequela. No additional information was provided.